Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient identifier complete entry = (B)(6). All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 06r86-32, that has a similar product distributed in the us, list number 06r86-30.

Event description:
The customer observed false positive sars-cov-2 igg results for two patients on an architect i2000sr analyzer. The following data was provided (<1.4 index (s/c) is negative, >/=1.4 index (s/c) is positive): sample ID (B)(6) , (B)(6) -year-old male with no covid-19 symptoms, was negative by pcr testing, initial result, on (B)(6) 2020, was 4.16 index (s/c). Patient was redrawn on (B)(6) 2020, sample ID (B)(6) , result was 4.28 index (s/c). Testing was repeated, on (B)(6) 2020, with a new sample, in another laboratory, using the snibe diagnostic maglumi platform, where the igg and igm testing was negative. Sample ID (B)(6) -year-old male with no covid-19 symptoms, was negative by pcr testing, initial result, on (B)(6) 2020, was 2.37 index (s/c). Patient was redrawn on (B)(6) 2020, sample ID (B)(6) , result was 2.43 index (s/c). Testing was repeated, on (B)(6) 2020, with a new sample, in another laboratory, using the snibe diagnostic maglumi platform, where the igg and igm testing was negative. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for false positive architect sars-cov-2 igg results included a search for similar complaints, testing of returned patient samples, and the review of complaint text, trending data, labeling, scientific literature and device history records. Device history record review on lot 16263fn00 did not show any potential non-conformances or deviations. Labeling was reviewed and found to adequately address the issue under review. Testing of the return patient samples reproduced the positive results obtained by the customer. Specificity testing was done using an in-house retained kit of lot 16263fn00, stored at the recommended storage conditions. All validity and acceptance criteria were met indicating that the lot is performing acceptably. Additional testing using in process development assays for igg, igm, total ig and neutralization was performed on both patient samples with negative results obtained. Neutralizing the samples resulted in a negative value for sars-cov-igg of 1.19 s/c for sample tube (B)(4) and 0.93 s/c for sample tube (B)(4) indicating the samples are ¿true positive¿. The customer obtained positive results for two patients when testing was performed using architect sars-cov-2 igg reagent lot 16263fn00, in comparison to negative results returned on the maglumi assay. Both patients had no symptoms. Pcr testing was performed with negative results obtained for both patients, however, no test date was provided. A direct comparison should not be made between the architect sars-cov-2 igg assay and the maglumi assay. The architect sars-cov-2 igg is designed to detect immunoglobulin class g (igg) antibodies to the nucleocapsid protein of sars-cov-2, whereas the maglumi assay is designed to detect antibodies against the spike antigen of sars-cov-2. To assess the clinical performance of the assay, a study was performed using 1070 serum and plasma specimens from subjects assumed to be negative for sars-cov-2. Of the 1070 specimens, 997 specimens were collected prior to september 2019 (pre-covid-19 outbreak). An additional 73 specimens were collected in 2020 from subjects who were exhibiting signs of respiratory illness but tested negative for sars-cov-2 by a pcr method. The total negative percent agreement (npa) is 99.63% (95% ci: 99.05, 99.90). Additionally, review of the manuscript bryan et al. 2020. ¿performance characteristics of the abbott architect sars-cov-2 igg assay and seroprevalence in boise, idaho¿, j. Clin. Microbiol, doi: 10.1128/jcm.00941-20, showed specificity data consistent with product labeling. 1,020 serum specimens collected prior to sars-cov-2 circulation in the united states was tested where one false positive was found, indicating a specificity of 99.90%. Results should be used in conjunction with other data; e.g., symptoms, results of other tests, and clinical impressions. Negative results do not rule out sars-cov-2 infection, particularly in those who have been in contact with the virus. Follow-up testing with a molecular diagnostic should be considered to rule out infection in these individuals. Results from antibody testing should not be used as the sole basis to diagnose or exclude sars-cov-2 infection or to inform infection status. Based on the investigation architect sars-cov-2 igg reagent lot 16263fn00 is performing as intended, no systemic issue or deficiency of the architect sars-cov-2 igg reagent was identified.